Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the left cephalic vein. The 99% restenosed moderately tortuous, non calcified target lesion was located in a shunt of the left antebrachium. During the first inflation of a 6.0 x 40/40 sterling otw balloon catheter at 5atms a balloon rupture occurred. The 6.0x40/40 sterling otw balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.